Event description:
On (B)(6) 2016, I had two allergan natrelle silicone filled implants; style 20; 375 cc's each; left sn: (B)(4) and right sn: (B)(4) implanted by dr (B)(6) in (B)(6). Prior to this surgery, my health was in overall good condition. Within 6-8 weeks of the surgery, I began to experience significant swelling and redness in the small joints of both of my hands. Then, the same soreness began in the small joints of my feet. This is the first time these symptoms presented, so I saw my primary care physician and she referred me to a rheumatologist. Following were symptoms that began to present at that time: swelling, pain, and redness of small joints in hands and feet (first time), debilitating fatigue and lethargy, constantly sick with cold and viruses (cycled for months); during the spring and summer of 2017, in addition to the above symptoms, I began experiencing more and more systemic illnesses / symptoms such as: sudden and severe weight loss, aggressive hair loss, drastic mood swings, anxiety, increased widespread muscle and joint pain, rapid heart rate and palpitations, swollen joints with pain, gi issues and abdominal pain, irregular cycles, brain fog, bartholin cyst, burning rash on my face, burning tongue syndrome. My health continued to steadily decline and by the fall of 2017, my husband took me to an emergency room due to the progression of the above mentioned symptoms. I was soon later diagnosed by an endocrinologist with severe hyperthyroidism and grave's disease. A few months later, early (B)(6) 2018, a tumor suddenly appeared on the back of my left shoulder. Upon further medical investigation and imaging, I was diagnosed with a large lipoma on the back of my left shoulder. The lipoma was surgically removed in (B)(6) 2017. Throughout the spring and summer of 2018, my swollen and painful small joints worsened; as did my thyroid problems and other symptoms and illnesses. I was experiencing severe muscle pain, debilitating lethargy / chronic fatigue, and migraines and in the fall of 2018, I had an episode at home that resembled a stroke, resulting in 911 being called in my house. In (B)(6) of 2018, I experienced early, abrupt sudden menopause (confirmed by lab work performed by my gyn) at the age of (B)(6). Throughout the remainder of 2018, my health continued to steadily decline and by that time, I had also developed a severe intolerance to cold, increased to cold, increased heart palpitations, and was having night sweats. In early 2019, I was at the point of experiencing severe migraines, occipital neuralgia, and unbearable muscle pain almost daily. In (B)(6) of 2019, I had a nickel sized divet in my right hip area appear. This divet / atrophy coincided with severe groin and bone pain. I developed more areas of atrophy in my right pelvic region and one in my right gluteal region. I immediately sought treatment when the divet was noticed in (B)(6) 2019 and following is summary of the treatment and symptoms during that time frame: three emergency room visits at two hosps within one week: 1 hospitalization for three nights - I saw 2 drs and they all dismissed my progressing atrophy and pain saying that they did not know what it was. The specialists who evaluated me include internal medicine, family medicine, orthopedists, neurology, rheumatology, endocrinology, cardiology and radiology. I had many different types of labs drawn, imaging, ultrasound, emg, EKG, endocardiogram, heart monitor, heart bubble test. The closest diagnosis I received was lipodystrophy and I sought a consultation with a specialist in (B)(6). In the summer of 2019, I started to rapidly gain weight and was accumulating pockets of fat in multiple areas of my body. In fall of 2019, I was experiencing sudden hypoglycemic episodes, blurred vision, severe hair loss, and widespread chronic pain. FDA safety report ID# : (B)(4).